Event description:
On (b()6) 2014 the lay user/patient in USA contacted lifescan to report the one touch ultralink meter would power off during use. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.